Event description:
Left sided thoracentesis attempted. After insertion, yellow fluid drained through the needle, however, physician could not advance the catheter. Needle was pulled out and new one inserted. No pneumothorax or other immediate complications. Diagnosis or reason for use: attempted left-sided thoracentesis.